Manufacturer narrative:
On the (B)(6) 2020 the device was returned and analyzed. Visual inspection performed by r&d project manager. Removal of a gmk sphere tibia insert fixation screw that was found loosened in the joint about 5 years from primary surgery. Visual inspection of the explanted tibial insert secure screw removed. The screw hasn't been found broken; it backed out from the baseplate and went loosened in the joint. The head and the threaded part of the screw look partially damaged. These parts could had been plastically pressed when, backed out from the baseplate, were interposed between the femoral component and the tibia insert and underwent to the body load. No consequence should be expected for the absence of the screw, since its usage is optional. Tibial insert, tibial baseplate and femoral components have not been explanted, so we can suppose that they have been found in good condition. In case of no or minimal damage, no further consequences should be expected from this event. The most-likely cause for self-unscrewing of the screw is insufficient tightening torque. At the time of the primary surgery, the torque limiting screwdriver (ref. (B)(4)) torque limiter screwdriver 3.5 nm), now mandatory, was not used. Other unknown factors might also play a role in the event. No further considerations can be done basing on the available information .

Manufacturer narrative:
Batch review performed on 21 september 2020: lot 147288: (B)(4) items manufactured and released on 31-mar-2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016. Mysolution department on the 21 september 2020: for the case (B)(4) (lot. 33428k): here below you can find the detailed analysis of the process: images qc: the dataset fully respects the protocol. The images were not expired at the time of the surgery. Reconstruction: the reconstructed profile follows precisely the contour of the bone. Planning - landmarks: all the landmarks were taken accordingly to the process. Pre-op information: as per the other cases, the only information available to the my knee team was about the bones. No pre-op information was available regarding: the status of the ligaments: this information, as for all the cases, is available just to the surgeon the thickness of the cartilage: this information is not available, since this case is CT- based. Planning proposal: all the parameters chosen by us are within the range of preferences set by the surgeon on the website. Planning - validation: our planning proposal went into automatic validation without any change in the parameters. Femoral cutting block: all the pads are in contact with parts that cannot get detached. From the first image on the left we have four axial views moving distally. Tibial cutting block: all the pads are in contact with parts that cannot get detached. From the first image on the left we have two axial views moving distally. Extra-analysis: we received an image showing a frontal x-rays. It is not optimal, in fact it is a photo of a monitor, showing what seems to be the scan of x-rays. As a consequence is very difficult for us get information from this image. Therefore this photo is not able to provide more information. Conclusions: our analysis of the myknee process of this case found no deviations from the standard procedures. No errors have been found in any step.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 4.5 years after primary cemented tka, the insert safety screw is found loose outside of the joint. According to the report, the screw broke. It may have been in that position for a long time because it was harmless and undetectable. The cause for fracture cannot be determined. No consequences should be expected from the absence of the safety screw because this configuration has been certified as safe, so the artificial joint performances will not be hindered by this situation.

Event description:
During a follow up visit the surgeon detected that the insert screw was broken. Revision surgery performed on (B)(6) 2020, the primary was in 2015 but the precise date is unknown. Screw removed in arthroscopy.